Event description:
It was reported that a miniarc sling was implanted to treat the plaintiff's stress urinary incontinence. Implant date was not reported. It was alleged by the plaintiff's attorney that after and as a result of the implanted mesh, the plaintiff has suffered permanent bodily injuries and significant mental and physical pain and suffering and plaintiff has "suffered debilitating injuries including mesh erosion, hardening, chronic pain and worsening dyspareunia, and recurrent incontinence leading to the need for dangerous and serious vaginal surgery."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.